Event description:
A user called to complain of getting high readings when testing the blood glucose test strips with glucose control solution. Trouble shooting by phone showed the strips were giving high readings to the user. The strips were replaced and the defective ones were returned to us for evaluation.